Manufacturer narrative:
.

Event description:
Reportedly, prior to an implantation and before opening the package of the subject pacemaker, an interrogation was attempted but a message showing "standby mode" was displayed on the programmer screen. Therefore, the subject pacemaker was discontinued to use and a new pacemaker was implanted instead. The subject pacemaker was reinitialized afterward and will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, prior to an implantation and before opening the package of the subject pacemaker, an interrogation was attempted but a message showing "standby mode" was displayed on the programmer screen. Therefore, the subject pacemaker was discontinued to use and a new pacemaker was implanted instead. The subject pacemaker was re-initialized afterward and will be returned for analysis.